Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000644r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer took more than 5 minutes to boot. The computer was replaced and the configuration file was updated. The system then passed a system checkout. The computer was returned to medtronic and is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's computer was acting very slow and intermittent. This was discovered during a planned maintenance (pm). There was no patient involved.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Functional testing determined that confirmed reported complaint."the systems computer was acting very slow and intermittent." Bios settings confirm the system resume on ac power loss is to stay off. Os and ias application failed to load on a restart. Codes associated with the computer: (B)(4). If information is provided in the future, a supplemental report will be issued.